Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for (B)(6) signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist replaced the programmed hard drive and performed the v3.07 software upgrade, which resolved the reported issue with the unit. Fss carried out the annual preventative maintenance (pm), which several parts such as filters and battery and o-rings were replaced on the unit as part of the pm. The system passed all function and calibration tests and it was found to meet amo specifications. Through a follow up with the field service specialist, he confirmed that the blue screen and system lock up is result of the same problem with the machine. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the installation of the demonstration (demo) whitestar signature system, the system displayed windows blue screen during initial starting up. After restarting the system, it started up properly. There was no patient involvement reported and no patient treatments delayed or cancelled.